Event description:
It was reported that the pt experienced a loss of therapeutic effect. The pt fell and the leads moved so they were repositioned. After the repositioning, the stimulation never really helped her so she stopped using it. It was noted that the implantable neurostimulator (ins) moved around in the pocket and was causing pain due to the pt's rsd. The pt wanted the device removed. The pt's status was reported to be fair.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
Concomitant medical products: product ID 389033, lot# j0519468v, implanted: (B)(6) 2005, product type: lead. Product ID 389033, lot# j0519468v, implanted: (B)(6) 2005, product type: lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
Additional information received reported that about a month after implant, they had to do a revision on the lead because the lead had moved.